Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU), states: the safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in the following patient populations: proximal aortic neck angulation not to exceed 60 degrees. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: endoleak, aneurysm enlargement.

Event description:
On (B)(6) 2011, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 56mm in diameter and was implanted with gore excluder aaa endoprostheses. The patient's proximal neck angle was reported to measure 70 degrees. The patient tolerated the procedure with no reported endoleak. On (B)(6) 2015, the patient underwent successful embolization with onyx glue at the proximal neck of the trunk ipsilateral leg component. The patient tolerated the procedure.